Manufacturer narrative:
Concomitant products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter.

Event description:
Information was received from a healthcare professional via a manufacturer's representative regarding a patient's implantable infusion pump. It was reported on (B)(6) 2016 that the patient had more volume than expected in his pump, and also had increased pain. A dye study was planned but was not scheduled. The patient's medications were unknown. The patient's status was unknown. The patient's medical history was unknown.

Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter.

Event description:
Additional information was received from a healthcare provider via a manufacturer's representative. It was stated the manufacturer's representative was alleging underinfusion. It was stated that at the pump refill on (B)(6) 2017 the pump's expected residual volume was 4.3ml, but the actual residual volume was 6.5ml. At the previous refill the expected volume was 4.3ml and the actual volume was 6.3ml, additionally the refill before that the expected volume was 4ml and the actual volume was 7ml. It was reported the patient experienced increased pain. The patient's medical history included non-malignant pain and other non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.